Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported by a consumer via a manufacturer representative (rep). The patient had mild withdrawal symptoms when the pump stalled. There were no noted environmental, external, or patient factors that may have led or contributed to the issue. The pump was replaced without incident and the issue was resolved. It was also noted that the patient was an infection risk and was positive for (B)(6). Additionally, the patient's status was noted to be "alive - with injury" as the patient was currently inpatient in the hospital's sci unit. It was not known why the patient was inpatient as his injuries did not seem related to the pump. No further issues were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving gablofen (2000 mcg/ml at 673.4 mcg/day) via an implanted pump. The indication for pump use was spinal cord injury/spinal cord disease and intractable spasticity. On (B)(6) 2019 it was reported that motor stall was seen at initial interrogation. The patient had not recently had an MRI. Yesterday afternoon ((B)(6) 2019), the patient was hearing a 3-toned alarm coming from his pump. Per the event logs, there was a motor stall and recovery on (B)(6) 2019. On (B)(6) 2019, there were additional motor stalls and recoveries. The patient was asymptomatic at the time of the report. Oral baclofen was prescribed as needed by the hcp. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.